Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing open electrodes. Device testing confirmed open electrodes. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Correction: section b.1, b.2, h.2. The recipient reportedly experienced poor performance. Programming adjustments were made and external equipment was exchanged, however the issue did not resolve. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom covers of the device. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The photographic imaging inspection revealed broken wires in the electrode. It is believed that these breaks caused the open impedances measured at the clinic. A corrective action was implemented. This older device configuration is no longer manufactured. This is the final report.